Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for degen disc disease/herniated disc pain. It was reported that the patient¿s implantable neurostimulator (ins) went into overdischarge for the third time. The patient noted that she let the ins go dead, she had not charged in a while and she could not use the external devices with the ins. A manufacturer representative (rep) further reported on (B)(6) 2017 that the patient programmer (pp), the recharger, and the clinician programmer would not communicate with the ins. In conclusion, a physician mode reset (pmr) was not necessary and an ins replacement was planned. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.